Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the moderately calcified anatomy resulting in the reported failure to advance. Manipulation of the device resulted in the noted multiple hypotube bends, the noted hypotube kink and ultimately resulted in the reported/noted material separation. It is unknown if the separated distal portion of the hypotube, including the tip, balloon and stent implant, were removed from the patient or discarded. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: b1 - adverse event/product problem updated to include adverse event. B2 - outcomes attributed to ae updated from na to other serious. H1 - type of reportable event updated from malfunction to serious injury. H6 - health effect - clinical code 4582 was removed and code 2687 was added health effect - impact code 2199 was removed and code 4614 was added.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the ostial circumflex artery that was moderately calcified. An attempt was made to implant a xience xpedition des 2.25x15 rx, without success, and the proximal shaft separated outside the patient. An unspecified device was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. Subsequent to the previously filed report, the stent delivery system failed to cross due to the calcification of the artery. No additional information was provided. Returned device analysis identified that the distal portion of the hypotube, including the tip, balloon and stent were not returned.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the ostial circumflex artery that was calcified. An attempt was made to implant a xience xpedition des 2.25x15 rx; however, the the proximal shaft separated outside the patient. An unspecified device was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.